Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. Contamination was observed on the device's blower motor and flow sensor assembly, causing the reported issue. The device's blower motor and flow sensor assembly will be replaced to address the issues. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The MFR received info alleging an issue with a ventilator's tidal volume. There was no harm or injury reported.